Event description:
It has been reported to philips that the live monitor display was blank. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information reported problem was discovered at the time of turning on the system and procedure was rescheduled to the next day. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not booting up. The fse done reset on board cards, changed cmos battery and rebooted the system. After replacement of the cmos battery, the system was returned to use in good working order.  The codes were updated based on the investigation outcome. Evaluation method code was corrected.